Event description:
The following was reported to gore: during an endovascular aortic repair procedure a gore® dryseal flex sheath (dsf) was prepared. It was reported that the sheath did leak between the shaft and the valve before the device was in contact with the patient. The dsf was set aside and a new dsf was used to complete the procedure successfully. The patient tolerated the procedure.

Event description:
It was reported that during an endovascular aortic repair procedure a gore® dryseal flex sheath (dsf) was used. It was reported that the sheath was losing a little bit of blood between the shaft and the valve. The dsf was exchanged and the procedure successfully completed. The patient tolerated the procedure.

Manufacturer narrative:
B5: updated. H6: updated conclusion code 1. The device was returned for investigation. The device evaluation showed the following: the device evaluation found no leak between the sheath and valve. The observation is not consistent with the applicable portion of the event description. The root cause of leak between the sheath and valve could not be determined with the available information because the event could not be verified. The procedure for event trending, analysis, and review, generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified through the trending process as requiring a CAPA. This type of occurrence will continue to be monitored.